Manufacturer narrative:
Concomitant medical products: unkoldld lead, implanted: (B)(6) 1983. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart flutters after a flight. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.